Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the right ventricular (rv) lead exhibited microdislodgement, high threshold, decrease in r waves, loss of capture and increase in impedance. The right atrial (ra) lead exhibited microdislodgement, high threshold and decrease of impedance. The leads were revised and later explanted and replaced. No patient complications have been reported as a result of this event.